Event description:
Presented [date redacted] to clinic for discussion of foreign body that was not present on MRI [date redacted] but is present on repeat MRI lumbar spine from [date redacted] and confirmed on x-ray lumbar spine [date redacted]. It was explained to the patient that [redacted] has a foreign body present that occurred sometime between these two mris. Patient acknowledged this. Provider discussed what the risks a foreign body of this may be including potential for infection, pain, and imaging incompatibility. I believe that the size and location are unlikely to cause harm, and retrieval may cause more harm. Patient does not have any interest in pursuing further workup or treatment of this.